Event description:
Prior to a diagnostic procedure, a white paste like substance was seen coming out of the distal tip when the catheter was flushed. Two additional catheters from the same lot were obtained and flushed, the same event occurred. None of these catheters were used during the procedure and they did not come into contact with the pt. A diagnostic catheter from a different lot was tried and was used to successfully complete the procedure. The pt is reported as 'fine' following the procedure. Same case as manufacturer report # 6000137-2003-00001 and 6000137-2003-00002.